Event description:
Complainant alleges "the tip component consistently breaks at the same point, which has caused repeated failures in clinical use."

Manufacturer narrative:
The device is not available for evaluation. The investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Manufacturer narrative:
The device was not returned for evaluation. Without the device to evaluate, very little investigation could be conducted. The complaint could not be confirmed, and no root cause was determined. If any additional relevant information is identified it will be submitted in a supplemental report.